Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2019 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on october 03, 2019.

Manufacturer narrative:
This report is submitted on sept 4, 2019.

Event description:
Per the clinic, the patient had a loss of osseointegration of the implant secondary to an infection. It is unknown if the implant has been replaced.